Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 noted during testing. However, power error 25 noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for power error. The customer¿s blood glucose was 138 mg/dl. The customer stated that the internal power source in the pump is unable to charge. The customer was advised and explained the troubleshooting. The insulin pump will not be returned for analysis.